Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited oversensing. The sensitivity was reprogrammed and the patient would be monitored closely via merlin.net. No additional information was available.